Event description:
The surgeon did not use anchors on any of the spinal cord stimulation leads; he sutured directly onto each lead. About 1 month after implant, the pt felt massive fluctuations in stimulation with posture changes. Therapy amplitude needed to be as high as 9.5 volts to feel any stimulation while sitting. As soon as he stood up, he would stop feeling stimulation sensation. Implantable neurostimulator revealed impedances greater than 3600 ohms on both leads. The device system was replaced. There was no pt injury associated with the event. The pt recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.